Event description:
Imp ref # (B)(4).

Manufacturer narrative:
The device referenced in this report is beyond its expected life. We could not duplicate the issue, but found that the receiver signal strength indication level on all channels were erratic, replaced the step down converter and also replaced the mainboard as a precautionary measure. Tested unit for three days and returned to the customer.